Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the device analysis was inconclusive and incomplete.

Manufacturer narrative:
Product event summary: additional analysis of optically inspecting the perimeter of the stacked chip scale package (scsp) after removing all of the surrounding components was performed. No anomalies were observed.

Event description:
It was reported that the device had a potential performance issue as the device was at eos (end of service) and an electrical reset occurred upon interrogation of the device. The device was not used and returned to manufacturer. No patient was associated with this device; therefore no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.